Event description:
PICC line ordered to be removed due to hole, line would not release out. Hot packs applied and multiple attempts to remove. Surgeon called who was able to manipulate and remove PICC line next day.